Manufacturer narrative:
(B)(4). The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this cardiac resynchronization therapy defibrillator (crt-d), noise was oversensed resulting in an inappropriate shock. There was no noise present during the procedure and only one episode was stored. The electrogram (egm) was reviewed and it was consistent with air bubbles in the header. No adverse patient effects were reported.